Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient's lead location is burning. The patient stated that if they rub it a little bit it will quit. The patient stated that it burns for about a minute or so. No trauma was reported. The patient stated that the ins feels like it is moving around, and seems like it moves to a different spot. The ins site is very tender. The patient stated that they were not sure if the short in the wires or not, but it is very bad. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3778-60, implanted: (B)(6) 2012, product type: lead, product ID: 3778-60, implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-08-07. The patient reported that rubbed between the wires and turned the stimulator (ins) off were steps taken to resolve the ins moving, tender ins site and burning at the lead site. The patient reported that it hadn¿t happened again so far. No further complications were reported.